Event description:
Per the clinic, the patient developed an infection around the implant site. The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not available for analysis.